Event description:
It was reported by service report that a nut had sheared-off in the base assembly, resulting in the detachment of parts of the base assembly. There was pt involvement; however, no adverse consequences were reported.